Event description:
6/26/00 surgeon a's preop diagnosis: small bowel obstruction post-op diagnosis: same. Procedure: laparotomy, bowel resection with reanastomosis, lysis of adhesions, and insertion of a drainage tube. Product used was a ta 55 4.8 with lot# p9l458. Same pt returned 7/05/00 with surgeon a.. Preop diagnosis: small bowel obstruction. With post op: same with adhesions. Procedure: abdominal exploration with small bowel resection and enterolysis. Product used is a ta 90 4.8 2 reloads with lot# p9a145 and p8k34. This pt returned to or in 2000. Preop diag: anastomotic leak. Post-op: same. Procedure: laparotomy, bowel resection, and ileosotomy formation. Product used was competitive. 200007-0372. The instruments will be disassembled for analysis, but no destructive testing will be conducted. The instruments will be reassembled after the analysis is complete. The instruments will then be returned to hospital. Please reference memo in file.